Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Customer follow-up confirmed the device was reprocessed prior to sending to olympus for evaluation. The customer was unaware of what the foreign material was. There was no delay in pre-cleaning, the air/water nozzle was flushed with water and air, there were no issues with the accessories used for reprocessing, the endoscope was immersed in detergent solution, they used clean lint-free materials to wipe/brush the air/water nozzle and the air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the chipped acoustic lens likely occurred due to wear and tear from the user handling the device. The foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section and the boot. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, besides the reportable malfunctions, the evaluation found the following non-reportable malfunction(s): elevator channel plug was loose; due to damage, forceps control lever did not move smoothly; due to wear of forceps elevator lever, up/down (u/d) knob cannot be locked securely; grip and acoustic lens had a scratch; scope body had a crack; deformation of scope cover, forceps elevator lever, electrical connector guide pin, suction connector, and distal end; elevator channel plug was loose; forceps control lever was damaged; switch 1 had a cut; adhesive on bending section cover had a chip; connecting tube had coating peeling; due to wear of k-wire, the forceps raising angle did not meet the standard value; due to wear of angle wire the following functions did not meet standard value: the play of u/d and right/left knob, bending angle in down direction and right direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrovideoscope control handle on the albarran lever is broken off and has a sharp-edge. The device was returned and during the device evaluation the following reportable malfunctions were found: a gap between acoustic lens and ultrasound probe; acoustic lens was chipped; adhesive on bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.